Event description:
A baxter engineer reported a pump that will not work. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative.